Event description:
This event was reported to sunrise medical customer service via a phone call from (B)(6) from (B)(6) on (B)(6) 2006. (B)(6) at (B)(6) hospital reports that a child was riding in a kid kart might-lite stroller tied down in a bus's wheelchair transit system. When the driver braked sharply, the [crotch] anchor point for the seatbelt in the stroller's seat ripped away, releasing the bottom part of the three point belt. The child slid forward in the stroller seat, struck her head, and was bruised. Upon inspection by the rehab tech clinicians [at (B)(6) hospital], it was seen that the hardware at the top of the h-harness was also starting to pull out through the material [of the seat back]. The unit has not been received for evaluation by sunrise medical.